Event description:
It was reported by service report that the foot right caster locked up and would not roll or pivot. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Broken caster post.